Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/20107 with the following findings: the pump powered on to a blank display; the leak test failed due to a bolus button cover tear. The button cover was removed and moisture was found on the button contact. The pump was opened and moisture was found internally. The battery compartment was cracked; no leak was found at that location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that display was blank and there was moisture inside the pump. It was also revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 10/10/2017.